Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe tp 1ml ls 26ga 3/8in is too soft and for volumes close to 1ml the plunger will bend easily, making it difficult to inject.

Event description:
It was reported that a bd¿ syringe tp 1ml ls 26ga 3/8in is too soft and for volumes close to 1ml the plunger will bend easily, making it difficult to inject.

Manufacturer narrative:
Investigation summary: lot number 1607077p for material number 300829 was received for evaluation by our quality engineer. A device history record review did not reveal any quality issues during the production of lot number 1607077p that could have contributed to the reported incident. As neither a physical sample nor a picture sample was available for return, a thorough sample investigation could not be completed. Plungers of lot number 1607077p were molded within specification limits and according to procedure. According to the plunger design specifications for this material number, the plunger has flexibility, but the functionality of the syringe is not affected by this characteristic. Based on the investigation results, a definitive cause for the reported incident could not be determined. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.